Event description:
Customer reported the freestyle libre 2 sensor did not alarm for low glucose and because of this, he experienced a seizure and loss of consciousness. Customer required treatment of glucose by his partner, who is a doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Th sensor plug was properly seated, and no failure modes observed on the sensor plug assembly during visual inspection. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
Customer reported the freestyle libre 2 sensor did not alarm for low glucose and because of this, he experienced a seizure and loss of consciousness. Customer required treatment of glucose by his partner, who is a doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device mfg date) were updated based on extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre 2 sensor did not alarm for low glucose and because of this, he experienced a seizure and loss of consciousness. Customer required treatment of glucose by his partner, who is a doctor. There was no report of death or permanent injury associated with this event.